Event description:
It was reported that the system 9900 failed to go through the proper power down sequence. Once power down was achieved powering back on would not occur. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The isd pc board relays were suspected to be bad. The circuit board was replaced along with the cpu board to provide the latest revision. The system was tested and found to be working as intended and placed back into service.